Manufacturer narrative:
Additional information: ¿was needle penetration of the targeted site difficult? Yes the mass was very hard¿ this complaint is related to an echo-19 device of lot # c1185212. The echo-19 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. The most likely cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage when the needle was straightened and attempted to reinsert into the hard mass. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1185212 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A piece of the echo needle broke off during the procedure and lodged in the patient. Dr (B)(6) was biopsying a hard mass within the stomach wall and was on the third pass when the needle bent against the mass. The needle was then pulled back and straightened before being reintroduced back into the mass, the needle bent again and then snapped with the tip remaining in the patients stomach wall.

Manufacturer narrative:
Additional information: ¿was needle penetration of the targeted site difficult? Yes the mass was very hard¿. This complaint is related to an echo-19 device of lot # c1185212. This echo device was received with the stylet missing and needle fully retracted. The sheath of the device was examined and there was no kink visible below the sheath extender when the sheath extender was positioned at reference mark 5. A very slight bend and markings were noted on the distal end of sheath tip. The needle could be fully advanced and retracted during the device evaluation and was noted as bloody. The tip of the needle was visually examined and a break at 5.8cm from the proximal end of the sheath tip was confirmed, with 1.7cm of the needle tip missing. A slight curve was noted at 5.8cm from the distal end of the needle break. A presence of coagulated blood was noticed at the distal end of the broken needle tip when examined under the microscope. The customer complaint was confirmed as a break was noted at the needle tip. The most likely cause of this complaint is that the distal end of the needle tip kinked during use, which in turn resulted in the needle tip breakage when the needle was straightened and attempted to reinsert into the hard mass. It is also possible that the breakage may have occurred due to the possibility of the sheath having fallen off of the elevator due to a slight bend and markings noted on the distal end of the sheath tip. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. A review of the manufacturing records for echo-19 devices of lot number c1185212 did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at (B)(4).

Event description:
This follow up is being submitted due to the return of the device and completion of investigation. A piece of the echo needle broke off during the procedure and lodged in the patient. Dr (B)(6) was biopsying a hard mass within the stomach wall and was on the third pass when the needle bent against the mass. The needle was then pulled back and straightened before being reintroduced back into the mass, the needle bent again and then snapped with the tip remaining in the patients stomach wall.